Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with history of deep venous thrombosis and pulmonary embolism who was pre-op for pelvic mass removal surgery and gastric bypass had an inferior vena cava filter deployed at the l2-l3 level, with the feet of the filter at l3 and the top of the filter at l2. Approximately six years two months post filter deployment, abdominal x-ray demonstrated the inferior vena cava filter at the l1-l2 level. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six years two months post filter deployment, an abdominal x-ray demonstrated an inferior vena cava filter at the level of l1-l2 . The filter was deployed at the l2-l3 level. Therefore, the investigation is confirmed for migration of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: migration of the filter: - this may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter could not be retrieved, however, there were no reported filter retrieval attempts performed. There was no reported patient injury.